Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. Additionally, no imagery was provided. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for increased gradient was unable to be confirmed. A review of the DHR did not identify any manufacturing non-conformances that would have contributed to the reported event. Additionally, no IFU/training manual inadequacies were identified. As reported, "approximately 1 month 18 days post transfemoral transcatheter mitral valve in valve procedure with a 26mm sapien 3 ultra valve with an additional 2cc of volume, a 30 day echocardiogram revealed an elevated gradient of 13mmhg." Elevated gradients may indicate obstructed flow across the valve. Per the IFU, "residual mean gradient may be higher in a "thv-in-failing prosthesis" configuration versus a thv-in-native annulus as it may lead to patient prosthesis mismatch (ppm). Ppm typically refers to a situation in which the effective valve area after valve replacement is less than that of a normal human valve, due to reduction in the effective orifice area. If the valve orifice is narrowed, the pressure on the front of the valve builds up as blood is forced through the narrow opening, which causes a larger pressure difference between the front and back of the valve. An increase in gradients may also result from patient factors including thrombosis wherein the leaflet is not functional optimally. Potential risk factors for developing thrombosis may include underlying patient conditions combined with sub-optimal anticoagulation during the procedure. In addition, as reported, "patient has been scheduled for a bav procedure." Therefore, it is possible the valve had a waist or was under-expanded due to the pre-existing surgical valve, narrowing the effective orifice area (eoa) and leading to increased gradient. In this case, a definitive root cause was unable to be determined; however, it may be due to patient and/or procedural factors not provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.

Manufacturer narrative:
The investigation is ongoing. Device remains implanted.

Event description:
As reported by the field specialist, approximately 1 month 18 days post transfemoral transcatheter mitral valve in valve procedure with a 26mm sapien 3 ultra valve with an additional 2cc of volume, a 30 day echocardiogram revealed an elevated gradient of 13mmhg. The patient reported chest pain and has been scheduled for a bav procedure.